Manufacturer narrative:
The customer confirmed that all three tubes were from the same lot. Two tubes were returned for analysis. The third, faulty tube was discarded. The product analysis indicates that (B)(4) opened samples of part number 8229707 from lot number 0213092832 were received. There was a residue consistent with biological contaminants, tape, and tape residue on the devices. The electrode wires were cut off of both samples, which is typical for handling purposes and is not related to the complaint. A syringe was used to inflate the cuffs with 15cc of air and it leaked out immediately. Under magnification, it was determined there were punctures in the cuffs and abrasions leading up to the punctures. Sample 1 puncture was on the proximal side of the cuff and measured 0.13¿ long. Sample 2 puncture was on the distal side of the cuff and measured 0.40¿ long. The manufacturing process includes a cuff inflation and leak test during production. The extent of the observed damage would have been immediately noticeable by production if present during production. The IFU instructs the user to test the cuff for leakage with 15cc to 20cc of air during preparation (prior to use). The extent of the observed damage would have been immediately noticeable by the user if present prior to use / handling. The customer reported that the issue was identified after intubation. The information most likely indicates inadvertent damage occurred while handling and /or intubation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that after intubation, three emg endotracheal tubes (in succession) were faulty and leaked. It was noted that the intubation was not difficult. However, the cuff would not stay inflated. The customer was alerted by audible leaking around the endotracheal tube and the ventilator leak alarm. The customer was unable to adequately ventilate the patient due to the cuff leak. The patient was reintubated to prevent serious injury. The fourth endotracheal tube was used to complete the case (thyroidectomy).